Manufacturer narrative:
Device evaluation of battery sn (B)(4) and charger sn (B)(4) has been completed. The reported problem (something leaking from battery, non-functional charger) has been confirmed. Upon investigation, the battery charger/modem was unable to recharge a battery pack. Upon further evaluation, there was liquid contamination on the battery board, which caused the board to be shorted. The contamination also caused the q1 transistor on the bedside board to short. The cause of the shorted component/board is the contamination. The root cause for the contamination was ingress of an unknown liquid. As received, the battery was unable to power on a monitor or charge. Upon investigation, the f1 fuse was open. The open fuse was due to excessive current. The excessive current was due to contamination found within the charger that damaged the circuit boards and components. Additionally, the battery's connector pins were damaged. The root cause for the contamination was ingress of an unknown liquid. The root cause of the damaged pins was physical abuse. A patient safety alert was mailed to active patients on 04/24/2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery and charger.

Event description:
A us distributor returned battery sn (B)(4) and charger sn (B)(4) and reported that the charger was not working and that something was dripping from the battery.